Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to fill prescription and nurses unable to access meds. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer and identified that the station was on the network but not communicating with the server, preventing login. The customer was advised to unplug the network cable if the issue recurs and informed about the option to use critical override at the station. The system functioned as intended after the technical support specialist assisted the customer.